Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 474 mg/dl and at time of incident 532 mg/dl. Customer reported that the insulin pump had insulin flow blocked alarm. Customer was treated with insulin pump. Customer was difficulty in breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to perform the test. The insulin pump will not be returned for analysis.